Event description:
The customer reported that electrocardiogram waveforms and parameters were missing for all beds, although other waveforms and parameters were shown. A reboot of the viridia info ctr resolved the problem. A pt died, but the monitor had already been replaced by a back-up, and a nurse was directly monitoring the pt at the time.